Event description:
It was reported to vyaire medical that flow rate on display became incorrect while the device was being used on patient on the lap top ventilator 2200. The customer reported the patient was given alternative ventilation/intervention. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available device not returned yet.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 & h11. Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the unit under test (uut) found no signs of damage or misuse. The reported complaint could not be replicated. The uut was found to have no issues or faults and is not the source of the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.